Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a invalid result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed with a new nasal sample using the ID now covid-19 and generated negative results. Additionally, the customer reported there was a delay and unspecified impact in the patient's treatment due to being retested. .

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031642 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1031642 and test base part number 190-430 / lot 1031642. The lot met the required release specifications. The current overall incident rate for invalid patient results for this specific lot based on the total quantity of devices manufactured for distribution is 0.0%. Based on the evidence available, it indicates that this device lot is performing as expected. The logfiles were not submitted for investigation to determine the cause of the invalids, additionally, logfiles from other complaints that had been received at the time of this complaint did not contain invalid results for this lot number. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.